Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03321. It was reported, the pt experiences burning and stinging sensations at his scs ipg pocket site while charging his scs system and when using his scs system stimulation. The sensations resolved when the pt stops charging his scs system or when the pt turns off his scs system stimulation. It was also, reported sometimes after charging his scs system, the pt experiences redness at the scs ipg pocket site which eventually resolves. The pt has lost approximately 6 lbs. A sjm representative advised the pt of charging recommendations. Additionally, programming parameters were discussed. Follow-up is pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Result - pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.